Event description:
It was reported that the patient, implanted in 2010, had benefit from the device until 3 months ago. The implant package was moved down towards the ear concha with a bacterial infection and part of the implant housing was visible. The patient still has enough residual hearing to benefit from a vsb. Device explantation will be performed and the patient will be re-implanted at a later point in time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.